Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had an infusion set tubing detachment. Customer states that the location of the detachment was the quick release. Customer's blood glucose level at the time of the incident was 270 mg/dl. The infusion set had been in use for an unspecified period of time of the detachment. The infusion set is expected to be returned.